Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The endoscope had error 5831 which indicated that the endoscope had damaged endoscope adapter (aea) or friction issue. No image or video was available for review. A review of the endoscope logs for the 30 degree endoscope (part number 470057-08/ lot number 10030979) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged endoscope had 1954 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, 30 degree endoscope had distorted image and the controls were changed. The procedure was completed with no reported injury. The da vinci xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was occurred during procedure. The endoscope did not rotated smoothly and hold its position. The endoscope rotated back to it's starting position. While rotating the endoscope by hand the input disks were very hard to rotate. There was a procedure delay of approximately 10 minutes. The customer replaced the endoscope to resolve the issue.